Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her daughter was hospitalized and due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer was treated with insulin injection. The customer was alleging for under delivery. It was reported that the customer was auto mode. The customer was advised inaccurate pump settings may result in high blood glucose. The insulin pump will not be returned for analysis.